Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon was placing a screw in a pedicle and noticed the screw was loose, and retracted the screw to find that the screw was not placed in the desired location. The manufacturer representative used a passive planar probe and found the accuracy to be 1-2mm. After re-registering the patient with a new lateral scan, the site reverified instruments, and when using the passive planar probe to the midline, the dilator was off center by 1-2mm again. The use of the guidance system was aborted and the case was continued using the navigation system and imaging system. There was no impact on the patient outcome.